Manufacturer narrative:
Correction/additional data: it was reported that a patient with a cervical titanium standalone interbody implanted experienced pain approximately three months post-operatively. The cage was reported to have migrated. Review of the available x-ray images by marketing and r&d indicated that the reported device did not appear to be a stryker device. Further analysis by sales operations confirmed that no stryker cervical titanium standalone cage has been used in a surgical procedure on the reported date of initial implant on (B)(6) 2024. Therefore, there is no allegation of deficiencies related to the identity, quality, durability, reliability, usability, safety, effectiveness, or performance of a stryker device; the event is no longer reportable.

Event description:
It was reported that a patient with an unknown cage implanted at c6-c7 experienced pain and a 'clicking sound' approximately three months post-operatively. The patient further reported that the cage was observed to have migrated on x-ray imaging. No revision surgery has been reported.

Event description:
It was reported that a patient with an unknown cage implanted at c6-c7 experienced pain and a 'clicking sound' approximately three months post-operatively. The patient further reported that the cage was observed to have migrated on x-ray imaging. No revision surgery has been reported.